Event description:
It was reported that this patient with this electrode received one inappropriate shock and was seen in the emergency room. Two additional inappropriate shocks from earlier dates were identified. The inappropriate shocks appeared to be due to oversensing of noisy signals. Subsequently the device was reprogrammed and three additional inappropriate shocks due to oversensing occurred. The field representative could not reproduce noise. Technical services (ts) recommended a chest x ray to confirm the integrity of the system. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, this electrode was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received, this electrode was fractured. This electrode was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this electrode received one inappropriate shock and was seen in the emergency room. Two additional inappropriate shocks from earlier dates were identified. The inappropriate shocks appeared to be due to oversensing of noisy signals. Subsequently the device was reprogrammed and three additional inappropriate shocks due to oversensing occurred. The field representative could not reproduce noise. Technical services (ts) recommended a chest x ray to confirm the integrity of the system. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, this electrode was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this electrode received one inappropriate shock and was seen in the emergency room. Two additional inappropriate shocks from earlier dates were identified. The inappropriate shocks appeared to be due to oversensing of noisy signals. Subsequently the device was reprogrammed and three additional inappropriate shocks due to oversensing occurred. The field representative could not reproduce noise. Technical services (ts) recommended a chest x ray to confirm the integrity of the system. This electrode remains in service. No additional adverse patient effects were reported.